Event description:
Surgeon was performing a lateral entry femoral nail procedure, surgeon inserted the nail was in the process of inserting the locking screws. Surgeon realized the nail was not fully inserted and no x-rays were taken up to this point. The screws were centered and the nail protrudes from the top of the troch anteriorly. Nail cannot be adjusted as the screws would not fit through the nail. Surgeon did not want to remove and relocate the screws because of compromised bone quality. The entire construct remains implanted and surgeon did not place the end cap due to the nail protruding. This is three of six reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.